Event description:
The manufacturer received information from a third party service center alleging a ventilator fails to charge its internal battery. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery will be replaced to address the issue. Device has been evaluated but the components have not been replaced pending customer approval of estimate.